Manufacturer narrative:
Unit passed active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test, however, pump failed sleep current measurement test. Unit passed dat test at 0.08720 inches. No under delivery anomalies noted during testing. Unable to verify low bgs. Unit successfully downloaded to thump and carelink. The following boluses were delivered on event date: daily total of bolus insulin delivered = 6.3 u. Total of bolus wizard food correction insulin delivered = 2.8 u. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage pcb2. The following were noted during visual inspection: pillowing keypad overlay and keypad overlay texture damage. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to verify low bgs. Pump failed sleep current test due to moisture damage on pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was over delivering insulin. The customer experienced low blood glucose. Blood glucose at the time of incident was 63 mg/dl and current blood glucose was 117 mg/dl. Customer treated low blood glucose with food. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.